Event description:
It was reported that a patient presented with fatigue at a follow-up in clinic. Upon review, the pacemaker was in backup vvi mode and was unable to print the device status report. Interrogation from (B)(6) 2019 showed high, out-of-range impedance. The physician explanted and replaced the device. The patient was in stable condition.

Manufacturer narrative:
As received, a pacemaker was returned in back-up mode with battery voltage at elective replacement indicator as reported by the field and confirmed in the lab. The transient battery voltage change led to the backup mode, but the cause of the voltage change could not be determined. The reported event of high battery impedance was confirmed as the pacemaker was at 23,140 ohms at the time of back-up mode switch. The reported event of no inductive telemetry was not confirmed as the pacemaker could be interrogated normally. No other anomalies could be detected and the device exhibited normal characteristics.